Event description:
Head does not stay properly on the brush...heads comes off in mouth - oral-b [device breakage] metal bit on (this) one is shorter - oral-b [device physical property issue] case narrative: female consumer via phone stated that the oral-b toothbrush head did not stay properly on the oral-b toothbrush and often the oral-b toothbrush heads came off in her mouth. The metal bit on this oral-b toothbrush was shorter. No injury was reported. 08-aug-2023 case update: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
29-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head does not stay properly on the brush. Heads comes off in mouth - oral-b [device breakage] metal bit on (this) one is shorter - oral-b [device physical property issue]. Case narrative: female consumer via phone stated that the oral-b toothbrush head did not stay properly on the oral-b toothbrush and often the oral-b toothbrush heads came off in her mouth. The metal bit on this oral-b toothbrush was shorter. No injury was reported.